Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the representative saw a "settings not available" message on the controller. They also noted that the patient was getting oor and wasn't quite receiving relief on the right side as well as the left side- the stimulation wasn't the same on both sides. Impedances showed that electrode 9 was reading 40,000 ohms with two different electrodes being referenced. The patient was programmed on electrodes 12, 14 and 15 at around 3.2 ma and the representative said that the patient couldn't go without using electrode 15. They were advised to increase the pw which allowed both the left and right side to have equal coverage. It was reviewed that the patient's ma was limited due to higher impedance on electrode 15 (which read 3,975 ohms). No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that they programmed around the non-working electrodes and the patient said that stimulation was equal for both sides. No further complications reported.